Manufacturer narrative:
H3: analysis of the software exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r & d workstation. Analysis had reviewed the planning of the executed trajectories. No mentionable issues have been identified with the planning of l3 and l4 trajectories. Analysis reproduced the registration results. The CT-fluoro match score shows acceptable values and the image match show no observable shifts. Analysis reviewed the data logs provided in the export file. As mentioned by the nrc -¿the second registration was successfully completed with the clamp in the same position¿, it can be noticed in the logs that there are differences between the position of the clamp in the first registration to the second registration. Analysis concluded the deviations reported were due to a platform or a patient shift, resulting in a medial deviation of the left side trajectories. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative disc with fixation using screws and rods. It was reported that the planning was reviewed and approved by the surgeon. The clamp was selected as the mount and attached to l3. The first registration was completed successfully after acquiring ap and oblique images and labeling off of l3. The surgeon confirmed there were no visible shifts. The surgeon continued the procedure and the left l3 and l4 screw trajectories were drilled. K-wires were then placed down the holes. Neuromonitoring indicated that the k-wires may have breached medially by less than 3.5 mm. A 3d spin was done and the k-wires were confirmed to be medial to plan. Neuromonitoring confirmed there was no impact on patient motor or sensory signals. The surgeon decided to replan the trajectories to a less triangulated orientation and re-register before moving forward. The second registration was successfully completed with the clamp in the same position. All screws were sent, drilled and k-wires were placed. Neuromonitoring was done and all signals confirmed no interference with neural structures. Fluoro images were taken and the screws were accurate. There was no patient harm and the procedure was delayed less than an hour.